Event description:
On (B)(6) 2012, pt reported there is a small black line near the "u" on the infusion device display. The correct type of battery is used in the infusion device. The battery was changed 3-4 days ago, but this did not resolve the line on the display. Pt reported the line of the display is in the "read area" where the insulin delivery amount is displayed. The infusion device was replaced and requested for eval. No physiological effects were reported, and the pt did not require treatment from a health care professional or second party to address the issue.